Event description:
It was reported that frequent undersensing was noted on atrial channel. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2017; 5071-53 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.